Event description:
A malfunction alarm with code malf 16 was reported by the customer, but no notable events were mentioned prior to this issue. The impact on the customer's blood glucose level was not reported, as the customer declined to answer. In response, the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and the pump was set to be replaced by technical support. The customer was also instructed on how to place the pump into storage mode and agreed to return the defective pump using a pre-paid label within 10 days.